Event description:
Two endeavor sprint rx drug eluting stents were implanted, one in the mid lcx and one in the mid rca. It is reported that there was a large clot burden in the rca, copious amount of white and red thrombus on same day as index procedure. Aneurysmal could not get all the thrombus out with thrombectomy. The pt was treated with interilin and heparin for 48 hours. A repeat angiogram was carried out and a staged procedure was planned for 3 days post index procedure. Two endeavor sprint rx drug eluting stents were implanted in the mid rca as part of a staged procedure. It is reported that the pt recovered with treatment. Investigator indicated that even was not related to the study stent and remotely related to the study procedure. It is reported that the pt suffered with dizziness and chest heaviness approx 10 days post index procedure.

Manufacturer narrative:
(B)(4). Eval, results: (thrombosis).